Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father changed his infusion set and it seems that it is working okay. Caller stated that his son's blood glucose was high at 400 mg/dl. Customer ate a normal breakfast. Customer had a no delivery alarm. Customer's blood glucose is 300 mg/dl and customer treated with a bolus. Caller stated that the alarm occurred previously and it has occurred during manual prime. Caller stated that the alarm is not recurring and was resolved by a complete set change. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change as soon as possible. Customer does not have a tubing clamp and will be sent one. Caller was advised to call back to continue troubleshooting once he receives the tubing clamp.